Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open wound on right side. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.